Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump alarmed channel error. There was no patient involvement.

Event description:
It was reported that the pump alarmed channel error. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported device channel error was confirmed during the review of the error log and was replicated during testing. The internal inspection showed contamination and corrosion inside the rear case, bezel assembly and logic board components. Patient pressure sensor was observed with corrosion and contamination on the pins. Functional testing was performed to confirm that the error would not recur, after approximately 30min of infusion the returned pump alarmed channel error code 260.4130. Analog sensor task was performed on the suspect pump module. Patient voltage pressure sensor was found to be out of specification. Logic board was temporarily replaced with a known good logic board, then, the analog sensor task was performed again to determine if the voltage issue in the sensors could be resolved. The pump module pressure sensors were found to be within of specification. Functional testing was performed to confirm that the error would not occur again. The infusion completed successfully with no errors or malfunctions. A review of pump module error log showed that from july 15 to july 21 it was recorded eighteen (18) times error code 260.4130 (sensor_supply_high_voltage_failure) this error indicates that the sensor power supply is out of bounds. Error code 260.4090.5 (adc_3volt_high_voltage_failure) was recorded eleven (11) times from july 15 to july 21. This error indicates that the 3v power supply is out of bounds. Error code 260.4110.5 (adc_5volt_high_voltage_failure) was also recorded twelve (12) times, this error indicates that the 5v power supply is out of bounds. Bd alaris¿ system channel error tip sheet states; to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center devices were opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused component. Root cause: the probable cause of the reported device channel error is attributed to the occurrence of a sensor malfunction (error code 260.4130) caused by sensor power supply out of bounds. The error codes recorded could be attributed to the contamination and corrosion found on the alaris system pump module logic board, as well as the deterioration of the assembly caused by contamination.